Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose level was 260 mg/dl, 45 mg/dl at time of incident and current blood glucose level was 260 mg/dl, 271 mg/dl. The customer was treated with bolus and food. The customer does not allege pump was under delivering. The customer was advised to monitor pump and blood glucose level. The customer was advised to call health care professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis. Concomitant: sensor enlite3 5pk us (ozp) mmt-7020a